Event description:
Treatment of an aneurysm. During the pipeline procedure, it was reported that the physician had a difficult time releasing the pipeline from the capture coil. Upon manipulation of the device, the pushwire broke and the entire system was removed from the patient. A new pipeline was implanted in the patient to complete the procedure also with some difficulty releasing form the capture coil. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00265.

Manufacturer narrative:
The pushwire was returned for evaluation broken into two segments. Cross analysis of the break points showed that the failure mode of the pushwire occurred due to torsional overload. (B)(4).